Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2013 and suture was used to close l pectoral incision. Following the procedure, the patient developed a post-operational abscess along suture line and an opening with drainage at the edge of incision. The retained suture was removed and the wound healed. The current condition of the patient was reported as stable. No additional information was provided.